Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4), smart touch bidirectional, model# d-1327-04-s, lot # unknown. (B)(4).

Event description:
It was reported that during that an ischemic vt ablation procedure, the physician accessed the left ventricle through the descending aorta and started mapping the left ventricle. He could not reach certain areas he decided to perform a transseptal puncture. A sl0 seath from (B)(4) was used for the transeptal puncture. Immediately after the puncture the patient's blood pressure started dropping. The transthoracic echocardiography showed pericardial effusion. The physician performed the pericardiocentesis. Afterwards the patient was stable and kept under observation. The physician mentioned that the cause of the perforation was unknown. The patient had a previous heart attack.